Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5123625; model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the left lead was repositioned back to its original location. The patient was doing well postoperatively.